Event description:
A customer contacted beckman coulter inc. (Bci) regarding creatinine (crem) imprecision on unicel dxc 800 pro synchron clinical systems using reagent lot m002528. The customer had this lot of reagent loaded on this and on a different instrument, and performed precision test on both instruments using one patient sample and the results were not consistent. The customer obtained a different reagent lot from a sister lab which resolved the problem. Results generated using the replacement lot was not supplied. The false result was not reported out of the laboratory. Patient treatment was not affected.

Manufacturer narrative:
Replacement lot of reagent was shipped to the customer. Per customer, as of 09/07/2010, issue did not recur.